Event description:
After the procedure for a right carpal tunnel release, we removed the drape and noticed skin discoloration on right upper arm where the tourniquet was placed. The tourniquet setting was 250 mmhg, and it was on for nine minutes. Per hospital, the tourniquet will be returned to the manufacturer.